Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Please refer to field d4. Serial number, d4. Unique identifier (UDI#), and field h4. Device manufacturing date for updated fields.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer re-orient the endoscope collar to 180 degrees and then re-installing it onto the arm. After this, the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determine.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the endoscope image was upside down. Prior to calling in for intuitive surgical, inc. (Isi) technical support, the site had replaced the endoscope, but the issue continued. The endoscope was installed on arm 2 with no orientation indication. The surgeon had selected 30-degrees up, however, the image appeared to be looking down. The isi technical support engineer (tse) recommended removing the endoscope on arm 2 and re-orienting the endoscope collar 180 degrees, and then re-installing the endoscope onto the arm. After re-orienting the endoscope, the issue was resolved. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was docking the system when the issue was identified. The endoscope image was inverted and it moved freely with uncontrolled motion. The event did not involve a reversed control of the system arms, and the endoscope worked fine but just had a backward image. A 30-degree endoscope was installed at the time of the event, and the customer attempted to install it in the up/down orientation. The surgeon confirmed the desired endoscope orientation. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached, and no damage was observed. Prior to the event, the endoscope was manually rotated 180 degrees. It took longer to complete the procedure because the surgeon had to get used to it. A second endoscope was tried but the same issue occurred. There was no patient injury.